Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited an increase in shock impedance measurements, including out of range measurements in the 140 ohm range. Technical services discussed delivering a commanded shock to test the impedance. No adverse patient effects were reported.